Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5. Evaluation found the following: due to clogging of nozzle; water removal ability does not meet the standard value. Due to wear of angle wire; bending angle in up direction does not meet the standard value. Due to wear of angle wire; the play of up/down knob is out of the standard value. Light guide lens had a crack, ceiling plate had a crack, adhesive around objective lens was peeled, paint on suction cylinder was peeled, suction cylinder was shaved, adhesive on bending section cover rubber had a chip, universal cord had a wrinkle, a dent and a scratch, control unit had discoloration and a scratch, the plastic distal end cover, connecting tube, scope connector cover unit, flexibility adjustment ring, suction connector and cover, the grip, lock engagement lever and knob, right/left knob, up/down knob, switch box, switch 1 were all scratched. And due to dirt on objective lens; there was a lack of image on the monitor. The device was cleaned prior to returning, there was no delay in precleaning, the nozzle was flushed, wiped/brushed the air/water nozzle with clean cloth and the air/water nozzle was flushed. No abnormalities were observed, and the customer does not know what the foreign material is. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope had an abnormal noise from angle knob. No patient harm was reported with this event. The device was returned to olympus for a device evaluation. And the customer¿s allegation was confirmed. The abnormal sound was made, due to damage on up/down knob. The device evaluation also found that the nozzle had foreign objects inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.